Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and similar complaints in the past, it is likely, that the reported event occurred, due to factors such as the size, hardness and shape of the calculus caused the basket to become stuck. However, the subject device was not returned. And the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use, which state: "before use, thoroughly review the instruction manuals for this instrument and the lithotripter (bml-110a-1) to determine the proper method of use. Using the instrument and lithotriptor without thoroughly reviewing their manuals could cause patient injury". "Do not use this instrument, if the target calculus is found to be impossible to retrieve through preoperative diagnosis, interoperative contrast enhancing or after papillotomy/papillary dilation. Do not use this instrument to grasp multiple calculi at one time. Doing so, may make it impossible to remove the basket (with calculi engaged) from the patient". "Use this instrument with a hospitalization plan ready. And the understanding that, if the calculus is too hard to be crushed by the lithotriptor (bml-110a-1), the instrument may become irreversibly damaged and open surgery may have to take place in order to remove the calculus". "When using the bml-110a-1, mechanical lithotriptor. There is a possibility, that the basket could become damaged, as shown in section 10.8, ¿emergency treatment¿. Use the bml-110a-1, with the understanding, that the basket could become damaged and open surgery may have to be performed". "Repetition of calculus retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a calculus or could cause the basket with calculus engaged to become impacted in the body. If calculus retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or worn, tube sheath is bent, etc.) Is detected, during the inspection". "When using the bml-110a-1, do not withdraw the tube of this instrument from the endoscope, while the endoscope is inserted into the patient body. If the endoscope is withdrawn from the patient body, after the tube of this instrument is withdrawn from the endoscope, which is still in the patient body, (i.e., if the endoscope is withdrawn from the patient body, while the only operation wire of this instrument is still in the endoscope), the forceps elevator of the endoscope contacts the operation wire of this instrument, during the withdrawal of the endoscope and may kink the wire. The kink of the operation wire may make it impossible, that the distal end of the coil sheath of the bml-110a-1, is inserted into the patient body over the operation wire till the distal end reaches the target calculus and enable the bml-110a-1 to function. When using the bml-110a-1, either withdraw the tube together with the endoscope from the patient body or withdraw the tube of this instrument from the patient body, after withdrawing the endoscope from the patient body. Then, insert the coil sheath of bml-110a-1 into the patient body over the operation wire of this instrument". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a endoscopic retrograde cholangiopancreatography (ercp), the basket became impacted during lithotripsy. The basket is still inside the patient's body, and treatment is ongoing. After the cyst became incarcerated, the wire was left behind and the scope was removed, and the item was removed during surgery on (B)(6) 2024. Due to this defect, the hospital stay was extended. There was no reported harm or injury to the patient.